Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: code: gut surgical suture, coated vicryl (polyglactin 910) suture, gut surgical suture, monocryl (polyglecaprone 25) suture.

Event description:
International customer reported that a patient presented with a wound dehiscence nine days following a c-section. The patient was returned to surgery for repair.